Event description:
It was reported that approx. 99 months after the implantation oversensing resulting in one inappropriate shock was observed. The lead was capped on (B)(6) 2017.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data of provided diagnostic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available list of recorded episodes showed that one shock was delivered on the (B)(6) 2017. No iegms were available. The provided x-ray images showed several turning points of the lead in the distal area. These bends in short radii might have led to an increased stress level of the lead in the implanted state. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.